Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited high capture thresholds. The lead was not used. No further information was available.